Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (connector won't stay latched, code 204, damaged connector) has been confirmed. Upon investigation the trunk cable connector was cracked and the electrode belt was unable to securely connect to a monitor, causing the reported code 204. The root cause for the damaged connector was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient's electrode belt connector was damaged, would not stay latched, and was causing service code 204 (belt/monitor unusable).